Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: tublin, m. E., blair, r., martin, j., malik, s., ruppert, k., & demetris, a. (2018). Prospective study of the impact of liver biopsy core size on specimen adequacy and procedural complications. American journal of roentgenology, 210(1), 183¿188. Doi: 10.2214/ajr.17.17792.

Event description:
It was reported in an article in american association for the study of liver diseases, ¿prospective study of the impact of liver biopsy core size on specimen adequacy and procedural complication¿, that in a total of 150 ultrasound-guided liver biopsies were performed, a complication was reviewed, which included a persistent color flash artifact. The patient experienced discomfort after 1 hour of the biopsy, which lead to 23 hours of hospitalization. The current status of the patients is unknown.